Manufacturer narrative:
The reported events for noise that resulted in oversensing as well as decrease r-wave sensing and high pacing impedance were not confirmed. As received, a complete lead was returned for evaluation in one piece. Visual inspection of the lead revealed no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During a follow-up, there were episodes of noise that resulted in oversensing as well as decrease r-wave sensing and high pacing impedance on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.